Event description:
It was reported that a small volume folfusor underinfused medication during infusion. The expected infusion time for this device was 46 hours; however, after the therapy time was completed, it was observed that medication remained within the device that was not delivered to the patient. The device was filled with fluorouracil (5fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between november 9, 2023 - november 13, 2023. H11: the actual device was received for evaluation containing 49ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.